Manufacturer narrative:
Initial reporter phone number: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 15 neoflon 24ga 0.7mm od 19mm l india catheters backed out of the vein. The following information was provided by the initial reporter: "issue while inserting the cannula. Additional info: could you clarify on the defect? What is the issue face during insertion of cannula? The cannula is tearing off from the tip while inserting in the vein. Please confirm the lot# as the one provided could not be traced in the system : lot : 0110733p63. Provide pictures as mentioned in sfdc : picture not available and actual sample discarded by the hospital. Answer ae question yes/no. This information is important to determine the reportability. There was no adverse event and no medical intervention was required. Hcw changed the other cannula.".

Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that 15 neoflon 24ga 0.7mm od 19mm l india catheters backed out of the vein. The following information was provided by the initial reporter: "issue while inserting the cannula." Additional info: 1) could you clarify on the defect? What is the issue face during insertion of cannula? ¿ the cannula is tearing off from the tip while inserting in the vein. 2) please confirm the lot# as the one provided could not be traced in the system : lot : 0110733p63. 3) provide pictures as mentioned in sfdc : picture not available and actual sample discarded by the hospital. 4) answer ae question yes/no. This information is important to determine the reportability. There was no adverse event and no medical intervention was required. "Hcw changed the other cannula."